Manufacturer narrative:
(B)(4).

Event description:
The customer stated he wanted "to bring the philips monitor in the operating room in an ergonomic position. The monitor was held firmly with both hands and was going to be directed into the desired direction. The device detached immediately from the bracket." No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.